Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event occurred at an outpatient treatment facility. A medsun mandatory medwatch was received that stated, "an elderly female with malignant lung neoplasm was receiving treatment in the outpatient chemotherapy infusion center. The patient reported that her tubing was leaking and her coat was wet. The rn looked at the tubing and noted that a small drip of chemo agent was leaking from the filter. The tubing is used tubing for certain chemo agents. It¿s a primary plum set with a 0.2 micron filter, polyethylene lined light-resistant tubing, distal microbore tubing, secure lock, 104 inch. The wrappers were thrown away so there is no lot number. The rn¿s feel this was an unexpected issue. The thought that it¿s possible that it was not sealed properly when manufactured but there¿s no way of knowing that until the tubing is in use. New tubing was placed and the therapy was completed for the patient without further issue. The patient washed her hands immediately with soap and water per nurses instruction. Patient was instructed to wash any affected clothing twice. No harm to patient. No harm to nursing staff involved." It was reported that the approximate age of the device was one day. There was patient involvement and no adverse event.